Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient indicating the cause of the extended recharging time was unknown. He only knew that charging time went from an hour and a half to 3 hours. To fix the issue, the patient focused on keeping the charger in place to reduce charging time. He mentioned that every third day or so, charging takes around 3 hours. The issue had not been fully resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that his ins has been slow to charge. The patient stated it used to take him about two hours to recharge his ins and now it takes three or more hours to reach a full charge. It was noted that his ins will not show the screen indicating that his ins was at a complete charge. The patient also stated he tries to keep eight coupling bars for the duration of the charge session but the coupling bars will drop to two or three while charging. He also mentioned when he begins charging, his ins battery life would be at 75% charge. It was advised that he uses adhesive disks while charging to help with the issue. The patient was advised to call back patient services if it continues to be an issue. No further complications were reported/anticipated.

Event description:
Additional information received from the consumer reported they received a follow-up letter asking about their weight when the issue started. The consumer stated they didn¿t weight that much and said ¿they think they were having this problem because they were fat, but they weren¿t.¿ no patient symptoms or further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported it was taking too long to charge the implantable neurostimulator (ins). The consumer got all eight coupling bars, but then it would drop. It was noted this was an issue prior as well. The consumer did confirm they used the holster when charging but didn¿t like the adhesive discs on their bare skin. It was reviewed the consumer could wear a thing shirt or something so additional adhesive discs were sent along with a new recharger antenna to try. No patient symptoms or further complications were anticipated.